Manufacturer narrative:
Analysis of the provided data revealed: - the device sn (B)(6) was interrogated 4 times in rf on the (B)(6) 2025. At 10:02, 10:10, 10:25: 3 interrogations were unsuccessful. At 11:03: 1 interrogation was successful - the first 3 interrogations were unsuccessful due to communication errors between the smarttouch tablet and the implant, after clicking to the ¿interrogate¿ button. Communication error messages were displayed suggesting retrying the communication. Finally for these 3 interrogations, the user stopped the session. - at 11:03, some communication errors were present, but the device could be interrogated. The root cause could not be determined with certainty, but the communication errors were probably caused by a noisy environment. Based on available data, no issue is suspected on the device.

Event description:
Reportedly, on 31st of march 2025, dr (B)(6) called microport representative because a patient came to the ICD ambulance post radiation therapy for a fu and the interrogation with the device was not possible. The screen of the programmer was greyed and no interrogation possible, also they performed a restart of the programmer which did not help. Another more experienced doctor tried to interrogate the device the same day, successfully.

Event description:
Reportedly, on (B)(6) 2025, dr (B)(6) called microport representative because a patient came to the ICD ambulance post radiation therapy for a fu and the interrogation with the device was not possible. The screen of the programmer was greyed and no interrogation possible, also they performed a restart of the programmer which did not help. Another more experienced doctor tried to interrogate the device the same day, successfully.